Event description:
I am using freestyle libre 2 (k193371). While it supposed to have about 20% accuracy for glucose monitoring, I encountered a very dangerous situation when relying on it's reading sugar level. There were 2 main cases: 1. In one occasion, my father was 10 hours fasting before a blood test in the early morning. I checked his sugar level with the abbot monitor and it showed 195 mg/dl at 8:11, when checking with my dad why he eat, he told me that beside drinking water he didn't eat anything. I checked again at 8:13 and still the same number 195 mg/dl. Then I checked with his accue-check glucose meter and in 2 different tests in separate fingers it showed 100 mg/dl and 98 mg/dl. Later I checked again in the abbot monitor and it showed 184 mg/dl. I have got no indication or alarm of a wrong or unreliable test, just a number that was very "mistakably" wrong and danger, because I was about to give him amaryl medication in order to reduce the very high glucose level I have got from the abbot monitor. I want to mention that: a. The abbot equipment was on the appropriate place and condition and not located on the muscle place. B. My father almost not moving as a result of a broken leg (lying most of the time); c. No pressor on the sensor at all; d. He was not eating at all, so no vitamin c or other stuff should influence. E. The blood test was lab validated in the same morning at 08:30 and it was "98.3 mg/dl f." The abbot glucose monitor was approximately correlated with the eating time of my father most of the time in the 1 week before and just 5 days from the end of 14 days it showed more and more alarms to wait 10 min for getting the readings 2. When replacing the abbot sensor with a fresh new one, the problem occurred again , but in the other way. Now the sensor reading was 73 mg/dl instead of 194 mg/dl I received in the accue-check (almost 300% mistake) the two sensors, the pictures and videos I took and blood test result are in my position now. Should I send them back to the company or let them stay with me for your investigation? FDA safety report ID # (B)(4).